Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a vaginal mesh in posterior wall, and posterior wall formation procedure performed on (B)(6) 2016. According to the complainant, the patient was discharged on the sixth day after the procedure and she reported fever of 39 degrees celsius and buttock pain the following day. The patient was then urgently hospitalized. Left vulva and buttocks swelling, and increase of white blood cells and c-reactive protein (wbc = 24000; crp = 18) were noted. The patient was diagnosed with postoperative mesh infection on the left mesh arm and pelvic abscess. Surgical intervention and ceftriaxone infusion were performed. On the fourteenth day, drainage was performed at the buttock skin incision and vaginal wall incision sites under general anesthesia. Also, a 6cm penrose drain was inserted into the buttocks. The mesh arm reportedly could not be removed. After the surgery, there was decrease of fever and inflammatory reaction. The patient was then discharged six days after the intervention. The patient was then reportedly progressing without any issue and no signs of infection was noted three months after the surgery. No pelvic organ prolapse was reported after the procedure. However, it was noted there was dyspareunia.